Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a surgical procedure. Despite the "memory full" message, the x-ray acquisition continued, allowing the procedure to be completed. The philips field service engineer (fse) inspected the system onsite and found that the system¿s memory disk storage was full. Upon troubleshooting, fse found that the exposure was not possible and determined that the ippc processing computer was faulty. To resolve the issue, fse replaced the defective ippc and reinstalled the software. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The procedure was completed as planned and there was no impact on the procedure. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system memory disk storage was full and acquisition was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.